Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jul-26. The product was not returned because the customer discarded it. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient could not turn on their system. The patient had not charged their system in over a year. A trickle charge was performed on (B)(6) 2018. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a manufacture representative (rep) on (B)(6) 2018. They were not able to turn their system on after the trickle charge. The overdischarge was unable to be recovered. Surgical intervention will occur. A battery replacement is scheduled for (B)(6) 2018. This information was confirmed with the patient and healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.